Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cs300 pump continued to generate a leak in iab circuit alarm. The insertion site was femoral and there was no blood in the helium tubing. The customer reports the alarm every few minutes and it was currently alarming. The getinge representative advised the customer to press the iab fill key and to decrease the augmentation several bars. This worked and they resumed pumping. The customer will order a chest film to confirm placement. At the end of the call, the pump had resumed alarm free. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cs300 pump continued to generate a leak in iab circuit alarm. The insertion site was femoral and there was no blood in the helium tubing. The customer reports the alarm every few minutes and it was currently alarming. The getinge representative advised the customer to press the iab fill key and to decrease the augmentation several bars. This worked and they resumed pumping. The customer will order a chest film to confirm placement. At the end of the call, the pump had resumed alarm free. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period mar-2020 to feb-2022 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint # (B)(4).